Event description:
The provider alleges the consumer fell out of the chair when the back allegedly detached from the chair.

Manufacturer narrative:
The upper right side corner joint on the seat box nearest the kd bracket was fractured at the basis wood. The joint appeared to be glued and stapled correctly. Although a great deal of uncertainty exists on a cause, the evaluator feels the chair was operated against an obstruction which likely stressed the kd interface.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The provider alleges the consumer fell out of the chair when the back allegedly detached from the chair.